Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 550 mg/dl. The customer stated that he received the pump yesterday and he does not think that it is giving him the trickle insulin that he needs. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer declined to troubleshoot for the bolus. The customer was advised to call back is any issues persist.